Manufacturer narrative:
(B)(4). Boston scientific received information that this device was explanted in mid-november 2014. The reason for explant was listed as 'advisory/recall'. See report#2124215-2014-21333 for details. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Laboratory testing was unable to reproduce the reported clinical observations as reported in (B)(4) 2009.

Event description:
Boston scientific received information in (B)(4) 2009 that this local representative and clinic nurse were contacted concerning a detected red alert (high rv pacing impedance). The pacing impedance measurements had been stable until (B)(6) 2009. Subsequently, the measurementsbecame irradic including measurements great than than 2000 ohms. No noise had been identified. The right ventricular (rv) lead is a competitor lead. Historically, this patient had experienced pacing impedance issues with this competitor lead and a previous e102. The physician suspected a device issue and the competitor rv lead was retained. Technical services discussed troubleshooting techniques. The local representative informed technical services that at the time of the device changeout, the physician performed a tug test and verified that all connections were proper. Boston scientific crm received information from this local representative that the physician elected to continue monitoring the situation. No intervention was planned unless electrogram noise developed from the competitor lead and or other indicators of a primary lead issue were identified. Subsequently, boston scientific crm received information that this local representative contacted technical services to discuss past calls concerning this device. Technical services discussed previous calls concerning varying impedance measurements. The local representative inquired about a measurement recorded as "invalid." Technical services discussed when an "invalid" measurement could be displayed.